Manufacturer narrative:
Date sent to the FDA: 05/27/2020. Additional h-3 summary: it was reported pull off - suture needle. One picture was provided for analysis. Upon visual inspection of the picture, one open foil of product could be observed. As no suture or needle were noted; no conclusion could be reach as the sample was not returned for analysis. Additional information was requested, and the following was obtained: are there pictures available that could be forwarded for review? Yes, there are. Please refer to the photos attached. Are there sterile samples from the reported finished goods lot available for testing? No.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device plm614 batch number, and no non-conformances were identified. H3 evaluation one empty open foil, an empty labeled winding former, a detached needle and one suture of product code sxpp1a406, lot plm614 were returned for analysis. During the visual inspection of the needle, the swag and attachment area were as expected and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The suture was examined and the end of the strand is severely cut appears to be by the use of a surgical instrument. In addition, body fluids were noted along. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance pull off suture needle, suggest an improper handling of the sample. The reported complaint is observed.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information has been requested but not received to date: are there pictures available that could be forwarded for review? Are there sterile samples from the reported finished goods lot available for testing? To date no response product has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an knee replacement procedure on (B)(6) 2020 and barbed suture was used. During use the needle pulled off of the suture changed to another suture to continue the surgery. There is no reported patient consequence. No additional information could be provided.